Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as the plunger, posterior needle tip, suture, both cuffs and link were not returned for analysis. Device analysis revealed the posterior foot was separated and not returned. A conclusive cause for the reported failure to deploy the suture could not be determined as plunger, posterior needle tip, suture, both cuffs and link were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the suture remained in the device during the removal; the vessel was not captured with both proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed in a separate medwatch report.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, "the sutures did not go down. The suture remained attached during removal of the device." Another proglide device was used with the same results. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.